Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely to the clinic via merlin. Net with episodes of cardiac pauses. Upon closer inspection, it was determined that this was caused by undersensing by the implantable cardiac monitor due to loss of contact with the patient tissue. No programming changes were recommended. The patient was reported to be in stable condition.